Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was returned for analysis. Visual inspection showed a bubbled downstream occlusion seal, a worn upstream occlusion seal, scratch lcd lens, and a cracked battery compartment. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to contamination. As a result, the lcd was replaced. A history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device had an error 42221 and a damaged lcd. The event occurred during testing. There was no patient involvement.